Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations were in critical override mode. The technical support specialist (tss) logged into medstationes and the es server, verified that the devices were communicating correctly and that xml messages were crossing as intended. The tss connected with customer and confirmed the issue had been resolved on the meditech side. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had station was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.